Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when a button is pressed on the insulin pump the display goes blank; the issue has been occurring for the past day and a half. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display anomaly. The customer stated that the device was not bumped or dropped. However, the device may have been exposed to moisture; it is hot in the midwest and the device may have been sweated on. The customer keeps their insulin pump in his pocket at work. The customer reported fluid in the reservoir compartment. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. During visual inspection moisture damage on the motor was noted. We were unable to perform self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.